Event description:
In 2008, the pt was implanted with three gore excluder aaa endoprosthesis components. Three months later, the pt underwent a reintervention and was implanted with two additional gore excluder aaa endoprosthesis components. Further info is pending investigation.

Manufacturer narrative:
Please note below list of additional devices implanted in this pt: pxa280300 and pxa280300.